Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump wasn't accurately keeping time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2016 with the following findings: the pump's black box showed that the time and date was resetting to default following a pump reboot event at 7:38am (B)(6) 2015; the time was then manually set to 11:50am (B)(6) 2015. A timekeeping accuracy test was performed and the pump maintained time accurately during a 5 day duration test. However when the pump was left without power for 1 hour and powered back on it had returned to default time and date. The pump was opened and the internal battery was found to be leaking.